Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to their implantable cardiac monitor implant site bleeding and feeling sore. It was noted that the patient may have slept on the wrong side and broke the sutures. The physician suspected that it had become infected. The device was explanted. Patient was in good condition before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.